Event description:
It was reported by the customer that there was a pyxis medstation system network and connectivity issue. The customer reported that users were unable to remove medications from the station. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was network and connection issues. A technical support specialist resolved the network and communication issues. The system functioned as intended after the technical support specialist troubleshooted the device.